Event description:
It was reported that this left ventricular lead exhibited farfield oversensing and pacing inhibition. Reprograming of the device was discussed. This lead remains in service. No further adverse patient effects were reported.